Event description:
This lead was implanted on (B)(6) 1998 and remains implanted up to this date. A call to technical services placed on 6/26/2013 states that noise was noted on this atrial channel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).